Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was observed to jump up to 100% after completing the load sequence while not connected to a power source. The battery gauge also depleted from 100% to 5% after being connected to a power source. In addition, the pump could not be charged properly despite the attempt of multiple usb cables and wall adapters. The customer¿s blood glucose level was not impacted due to this issue. Reportedly the customer would continue to use the pump for insulin therapy.